Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician needed to remove the grommet to access the setscrew. After the lead was secured, silicone adhesive was applied over the setscrew. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.